Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and the issue did not recur after this action. The customer was advised to continue using the pump and to contact support if the problem reappeared, which the customer acknowledged and understood.